Event description:
Complainant alleged that while attempting to resuscitate a pt, the device's display was not legible. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.